Event description:
While the ventilator was connected to a pt the expiratory valve opened during inspiration.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.